Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, and inflammation, underneath sensor pod area only. The patient was brought to the clinic by their parents and was treated with a prescription of an oral antibiotics, flucloxacillin (dosage unknown). At the time of the report, it was reported that the patient just finished the course of antibiotics and was stable. No additional patient or event information is available.